Manufacturer narrative:
The company representative examined the system and found it to be functioning properly. The company representative reseated the printed circuit boards (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did indicate 1 similar report for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A nurse reported a gas leak behind the system during a procedure. The system was exchanged and the procedure was completed. There was no patient harm.